Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist contacted the customer, who reported that the user was unable to issue an item because the drawer would not open, it was determined that the item quantity was zero and that caused the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower was unable to issue medication as the drawer was not opening, and the quantity of item was found to be zero.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.